Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative tested the unit and performed a full preventative maintenance but was unable to reproduce the reported issue. A serial redout of the pump memory was performed and sent to livanova (B)(4) for further evaluation. Analysis of the serial readout confirmed a hardware error. The complete pump has been requested for further investigation. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that the s5 roller pump stopped and displayed an error message on the display and warning icons on the pump during a procedure. The user cleared the alarms and was able to complete the case with no further issues. There was no report of patient injury.